Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. Additionally, the instrument was found to have a damaged conductor wire insulation at the yaw pulley. There was a fragmentation of the insulation, and the internal conductor wires were not exposed. An electrical continuity test was performed and passed.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument, after being prepared, was discovered that the wire pull at the front was frayed in one place. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable of the fenestrated bipolar forceps was broken. No fragment fell into the patient.